Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump turned off completely. Customer tried to use multiple batteries but could not turn on the insulin pump. Customer was replacing the battery on the insulin pump due to having a low battery. Customer stated when he replace the battery he first received a weak battery. Customer stated then gave it a minute or 2 then the insulin pump shows a full battery. Customer stated then later on when waking up from sleep was insulin pump turned off completely. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.